Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma -late.

Event description:
Patient reported ¿seroma and cyst, ¿fluid collection¿, ¿folding¿ and ¿patient was diagnosed with medullary thyroid carcinoma.¿the device has explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
This record relates to the right side.